Manufacturer narrative:
This lead was capped on (B)(6) 2021. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik was informed: it was reported that oversensing and noise were reported on this lead. There also appears to be pacing inhibition and loss of capture. Lead remains implanted.